Event description:
The pt underwent a procedure for the implant of a trial scs system. It was reported the physician was placing the needle and had not entered the epidural space, and the pt passed out. The procedure was abandoned, and the pt regained consciousness.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.